Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were sick with pneumonia and did not charge their implanted neurostimulator. Patient noticed yesterday there was nothing visible on the controller screen, it did not power on, and all they saw was a green flashing light. Agent asked clarifying question and patient mentioned the controller did not respond to the physical buttons being pressed. Patient mentioned they spoke with mdt rep who informed patient to call pats to replace the controller. Patient mentioned they reset the controller and that did not work. During the call patient verified the first pin on the controller port looks dark, bent and the rest of the pins look good. Agent instruct patient to clean controller port and first pin was dark and bent. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient b3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis and found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.